Event description:
New information notes that the previously capped lead was explanted due to it's close proximity to the new lead, causing noise.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 8.2-8.7cm from the distal tip, consistent with lead friction to another device another device or heart feature. Externalized conductors due to internal insulation abrasion were noted at 10.0-12.7cm and 37.9-41.3cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 6.7-6.9cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 22.5-26.1cm, 23.3-23.4cm, 23.5-23.6cm, and 25.5-26.4cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 20.0-20.3cm from the distal tip, consistent with lead friction to another device or heart feature. Internal insulation abrasion was noted at 17.3-18.1cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the field complaint of oversensing.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received two patient notifiers due to out of range lead impedance. Low impedance and oversensing were observed. During lead revision, externalized conductors were seen on the lead between the rv and svc coils. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.